Manufacturer narrative:
The product was returned for eval. Physical exam found that the zipper on the lower left panel had broken elements. There was also a two inch area of broken stitches on the lower leg post. (B)(4).

Event description:
The customer reported zipper damage and missing teeth on the panel. The damage occurred during laundering of the product by the customer.